Event description:
It was reported that the inflatable penile prosthesis (ipp) reservoir was explanted due to patient dissatisfaction. The conceal reservoir did not have enough fluid to accommodate the 21cm cylinders. A new 100ml spherical reservoir was implanted with good results. Further information was requested and not yet received. Product was explanted but not expected to be returned.  Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.